Event description:
On (B) (6) 2010, pt's mother reported, pt started experiencing elevated readings about 10 days ago. Mother stated she contacted the doctor and the doctor increased the correction bolus. Mother reported sometimes when she gives the correction bolus, it will bring the blood glucose down to normal but other times it will make the pt's blood glucose drop to around 40 mg/dl. Mother reported the pt's blood glucose has been running 300-500 mg/dl. Mother stated when she spoke to the doctor, the doctor thinks the pt may be fighting an infection. Mother reported the pt does not appear to be sick and she is not running a fever. Mother reported she thinks the pt is dehydrated due to the elevated blood glucose because the pt's lips and hands are peeling. Pt's normal blood glucose range is 120-180 mg/dl. Mother reported the pt's basal rates have not been changed. Mother reported she will give the correction bolus and the blood glucose will come back down within 2 hours. Mother states the pt can feel when her blood glucose is going low and is always able to treat herself. Mother reported pt change infusion adapter and insulin cartridge on (B) (6) 2010. Pt uses room temperature insulin to fill the insulin cartridge, but uses cold insulin when putting the insulin cartridge in the infusion device. Advised to let the insulin warm to room temperature before inserting it into the infusion device. Mother reported pt had an e4 (occlusion) error on (B) (6) 2010 and the pt changed out the infusion tubing. On follow up call on (B) (6) 2010, mother reported the pt's doctor adjusted the pt's basal rates and the pt's blood glucose has returned to normal. Mother stated the doctor still thinks the pt was fighting a virus and this is what was causing the elevated blood glucose. Requested return of the alleged infusion set for evaluation.